Event description:
On (B)(6) 2023, it was reported by a facility representative via sems that an ar-8330f shaver is overheating. This was discovered during an unspecified time with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Device has been altered (3rd party alteration of metal surface and s/n rewritten in different font, print size, and a lighter print power) by customer. Testing will therefore not be performed and is considered not confirmed.